Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pah315 / sxmp1b409, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gastric procedure on (B)(6) 2019 and the barbed suture was used. When performing anastomosis while pulling it, the barbed suture broke. The broken suture part was discarded. The suture points already performed were dismantled, so the anastomosis had to be reinforced from the beginning with other type suture. The surgery was not delayed. The anastomosis was completed successfully, and no patient consequences were reported. It was also reported that this never happened before.